Event description:
Non-conductive distal tip of hysteroscopy sheath was found embedded in uterine wall at time of hysterectomy. Endometrial ablation was done 11/1/91 and disstal end of sheath was probably lost during that procedure. Item was repaired and put back into service - unable to determine which specific piece of equipment involved. Unable to determine which specific piece of equipment involved. Unable to determine if menorrhagia continued after ablation due to presence of foreign body. Quality review in march of 1993 resulted in referral of incident to risk managementdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.